Event description:
It was reported that the patient had dizziness and presyncopal episodes. The patient stated that when they turned on their right side they had a syncopal episode. When the patient presented, the left ventricular (lv) lead had a threshold of 3 volts at 1 millisecond and had been programmed to 2 volts. The patient stated they felt the same symptoms when lead testing was being done. The lv output was increased to 4 volts. The lv lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5068 x2, implantable pacing leads, (B)(6) 1999. (B)(4).